Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (slow balloon inflation and premature alignment) and off label use caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a ttvr procedure with a 29mm sapien 3 ultra resilia valve in a preexisting edwards surgical valve, the commander balloon did not fill as expected. The distal balloon filled but we did not see the proximal balloon fill as timely as expected (approx 18 seconds), after that, and may have slightly pushed valve proximal on balloon during inflation. We were still able to deploy, but the thv landed canted. They post-dilated the 29mm s3ur after deployment using the same commander balloon at +5 ccs prep which the implanters felt helped. The device was torqued about a quarter half turn during the procedure. There was no resistance during delivery system insertion through the sheath. There was no damage to the commander or sheath observed before or after removal. Per additional information from the fcs, regarding alignment issues "possibly (we remembered this after talking through it a few times). The implanters started valve alignment with s3 inside of distal end of esheath. They met more resistance when turning the fine adjustment wheel to bring the commander balloon into flex catheter than usual. We quickly moved the valve and commander balloon out of esheath to complete valve alignment. The physician felt like she didn't turn the fine adjustment wheel "that much" but I could not tell you how many turns. The commander balloon was pulled into the s3 a few millimeters I would say before we moved it out of sheath."